Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the uninterruptible power supply (ups) was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, while on-site testing the imaging system, the uninterruptible power supply (ups) was producing an error after the din rail and fuses were replaced for a separate issue. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Analysis of the returned uninterruptible power supply (ups) confirmed an electrical failure during testing. Ups did not power on with returned batteries. Visual inspection confirmed a physical damage to the front panel, broken clip. Ups was plugged in to a 120 vac power outlet and powered on, "charger failure" was registered on the display. No load test performed due to batteries not charging. A replacement battery not new from similar ups system was used and charged for at least 3 hours. Batteries did not charge. "Charger failure" was registered on the screen the second time.